Manufacturer narrative:
Actual product has not been returned for evaluation. Root cause is known, and a minor design change has been introduced to address the issue.

Event description:
Scalpel blade did not retract fully. There was no injury to either patient or staff.